Event description:
It was reported that stent difficult to deploy requiring additional device. The target lesion was located in the cervical segment of the internal carotid artery. A 10.0-24 carotid wallstent self-expanding was selected for use. During the procedure, the carotid artery stent delivery system was in placed. During deployment, it was noted that the distal end of the stent was deployed well, but the proximal end of the stent could not be deployed. After repeated attempts, the stent was deployed successfully. The patient had mild vasospasm, so the procedure was ended as soon as possible with additional device. The patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).